Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. After the trunk-ipsilateral leg component (rmt231416 / 10450465) was fully deployed, the physician felt resistance while withdrawing the delivery catheter back across the lunderquist guide wire. The physician stated there may have been a bend in the wire. The physician was able to withdraw the delivery catheter from the sheath, and removed it from the pt. As the physician continued to move the delivery catheter along the guidewire, which was outside the pt, there was still resistance, and the catheter tip was pulled off. The catheter shaft and catheter tip were eventually removed from the guidewire. The procedure was completed as planned without any further complications. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) warns against continuing to withdraw the delivery catheter if resistance is felt during removal though the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.